Event description:
The patient and his mother claimed that the pump is not responding to the ok button and the keypad is peeling, but all other buttons work correctly. The pump reportedly has not been exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.